Event description:
Hill-rom tech alleged that the brake casters did not hold in the brake mode.

Manufacturer narrative:
The tech found the casters were worn. He replaced the brake casters and the brakes functioned properly. The stretcher was found out of service in a storage area and there were no alleged injuries.